Event description:
It was reported that an asymptomatic patient presented in-clinic, and post-paced t-wave oversensing on the ventricular channel was observed on a real-time egm. Programming changes were made, and device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.